Event description:
Mechanical jam ((B)(4)) drill bit went easily through the drill adaptor guide tube and as soon as drilling started, the drill adaptor guide locked on the drill bit and would not move. A switch was made to second drill adaptor guide tube and same problem occurred after a few holes were drilled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).